Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. A customer reported receiving an unspecified high sensor scan when compared to an adc meter and had experienced headaches, fatigue, and a loss of consciousness. Emts were called and upon arriving, the customer was provided medical treatment. The customer was unaware of what medications were provided but reported she suspected glucose nasal spray was provided. There was no report of death or permanent injury associated with this event.